Event description:
It was rpeorted to gems that the spot film device on the legacy x-ray system would sometimes move without warning. Liquid had spilled on the preamp board which was cleaned and reinstalled. An electrical problem was also resolved. The system was recalibrated and returned to service. The spot film device contacted a dr and a pt in separate incidences. There were no serious injuries.